Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? On removal of the left atrial appendage. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? On the 1st firing. Echelon straight/flex: during which stroke did the event occur? Right after closing the jaws, during first firing stroke. What color cartridge was being used? Green cartridge. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)?no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No, they were able to open the jaws and remove the device. The device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a mitral valve procedure the surgeon loaded the instrument with a green reload, and close the jaws and tried to fire the instrument without success. He took out the instrument and took out the reload, placed it in the jaws, and did try to fire it once again, this time outside the patient. No success, took other manufacturers instrument and all worked fine. No harm to patient.